Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient had a bifurcated, infrarenal aortic extension and a suprarenal implanted on (B)(6) 2012. Reportedly, a leak was found on a routine follow up. Physician elected to treat the patient with two suprarenal's aortic extensions to fix the proximal endoleak. The patient is fine.

Manufacturer narrative:
Based upon the clinical assessment, the reported possible type iiib endoleak could not be confirmed with the available information, but a type ia endoleak was identified. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. Based upon the investigation, a root cause was not definitely found, therefore, identification of a design or manufacturing issue is inconclusive. The clinical review confirmed the following factors that may have contributed to the patient outcome: the aortic neck angulation of greater than 60°, which is outside the IFU guidelines; and the presence of calcifications and a thick (8 mm) mural thrombus within the aortic neck.